Event description:
During evaluation of a returned homechoice device, a high drain alarm 103 (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria) was identified in the log. The alarm occurred on (B)(6) 2014 at 10:21:41. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was verified through the review of the event history logs. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device also received an internal/external inspection. The cause of the reported issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.